Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it produced heavy visible smoke and heat during ten (10) 3-second activations and shut off when the toggle was released. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed again. This time the device produced steam, which could be considered as normal, during activation. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device and the evaluation results, the given complaint was confirmed for both the reported failure mode " environmental particulates" and analyzed failure mode "bent wire" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview was smoking and had red tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview was smoking and had red tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.